Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent elongation occurred. The target lesion was located in the proximal left anterior descending artery. A 2.50 x 48mm synergy¿ stent was implanted at 18 atmospheres for 3.5 seconds. However, the proximal struts seem pulled in a longitudinal direction. No patient complications were reported.